Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) as well as two shocks for an atrial driven rhythm. Technical services (ts) was consulted, and programming options were recommended. No additional adverse patient effects were reported. This device remains in service.